Event description:
It was reported that this right atrial lead was explanted due to high pacing thresholds and loss of capture. Additionally, the patient experienced shortness of breath and fatigue. This lead is not expected to be returned. No further adverse patient effects were reported.